Event description:
According to the reporter:the idrive with egiaadapt was loaded with a egia45avm. Three green lights were observed as it was handed to the surgeon. Once placed in the surgeons hands the sulu articulated to the left without the articulation switch being touched. It was at this point I was called into the room. I watched as the scrub nurse loaded a egia60amt. Two green lights were present as the sulu was loaded onto the egiaadapt. Immediately the sulu articulated fully to the left and then fully to the right. The scrub nurses hand was not near any of the control knobs. Another idrive tray was opened and used without adverse incident. Current patient status: no adverse effect. Unanticipated tissue loss? No. Unanticipated ext for incision more 1in? No. Unanticipated blood loss more than 500cc: no. Was the delay over 30 minutes: no. Device fragment fall in patient cavity? No. Device fragment left in patient? No. What was done to correct condition? Another idrive tray was opened and used without adverse incident. Procedure: thoracoscopic lobectomy anatomy involved: lobectomy another manuf reinforcemt material used?: no. Were other manufacturer product used?: no. Comments ftr comment: the surgeon involved is dr. (B)(6). He was very concerned that if the sulu articulated on it own while placed across the pulmonary artery it could cause the vessel to sever and create a life threatening injury. Dr. (B)(6) would like the idrive and egiaadapt checked out. He would also like an explanation as to why the sulu articulated on it own.

Manufacturer narrative:
(B)(4).